Event description:
It was reported that the rv lead dislodged post-op. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Updated report to accurately reflect the lead involved in the event.